Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report discordant patient results with sodium (na) and chloride quality controls (qc) which had shifted high, but was still in. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse removed the integrated multisensor technology (imt) assembly and cleaned it. The cse performed a power flush with bleach and hot water. The cse performed leak test, which passed. The cse replaced the imt pump tubing. The cse performed imt mix test, which passed. The cse ran dilution check, and quality controls (qc), resulting within specifications. The cse ran patient comparison and precision studies, resulting satisfactory. A siemens headquarter support center (hsc) specialist reviewed the integrated multi-sensor technology (imt) data which indicated the first sample with sample ID (B)(6) had a low fluid verify measurement with a corresponding negative fluid delta, and a high na standard deviation mv measurement, suggesting the sample was of poor quality, containing gel, fibrin, and/or cellular material that created a partial obstruction in the imt probe which had impacted the dilution for this sample ID and the next 2 consecutive sample ids (B)(6). The data suggests the obstruction was fully flushed out after the completion of sample ID (B)(6). Hsc concluded the issue with these 3 patient samples was due to poor sample quality with sample ID (B)(6) that cleared itself out with fluid priming that occurs between samples. The cause of the discordant, falsely elevated na and cl results is associated with sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on three patient samples and a discordant, falsely elevated chloride (cl) result was also obtained on one of three samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate dimension vista instrument, resulting lower. The repeat results were reported to the physician(s). Sample ids: (B)(6), were repeated on the original instrument, and the results were comparable to the alternate dimension vista instrument. The repeat results were not provided. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.